Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that patient has a lot of issues with her spine, and neck and she had another spinal fusion on (B)(6) 2017 and patient is still in a lot of pain and difficulty sitting and her surgeon recommends having device removed in order to have an MRI. Patient stated that with all of her spine issues the spinal cord stimulator (scs) is not helping as much and she wanted to have the MRI for diagnostic reasons. Patient was redirected to follow up with their managing hcp. Patient also reported knee and ankle problems, stated they were diagnosed with vascular necrosis of the joints and has already had knee replacement surgery. No further complications were reported/anticipated.